Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Post market vigilance (pmv) led an evaluation of one reliatack articulating reloadable instrument. The event report alleges the pro duct was used in a surgical procedure. The visual inspection of the returned product noted the instrument had disrupted timing. One rel10tack reload was received with disrupted timing. Microscopic inspection noted damage to the reload inner tube. Engineering noted damage on the spur gear indicated that the drive tip met resistance outside of the normal use during firing as a result of the misaligned reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged spur gear and disrupted timing may occur when excessive force is applied to squeeze the trigger while the helix is jam. This causes the damaged to the trigger and spur gear and may result in disrupted instrument timing. A reload cannot be properly loaded onto an instrument with disrupted timing which may result in the sulu disengaged incident. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic hernia procedure. There were difficulties with loading the reload onto the handle. The reload fell into the cavity of the patient but was retrieved.